Manufacturer narrative:
Per the instructions for use (IFU), hemolysis is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. At the end of their normal life span, red blood cells (rbcs) are removed from the circulation. Hemolysis is the premature destruction and hence shortened life span (less than 120 days) of rbcs. Hemolytic anemia is a blood disorder that occurs when the body has fewer rbcs than normal due to too much hemolysis in the body. Causes of hemolytic anemia are either inherited (sickle cell and thalassemia) or acquired (caused by an infection, medicines, blood cancer, autoimmune disorders, tumors, reaction to a blood transfusion, mechanical heart valves). Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Rbcs may also break down due to mechanical damage such as from cardiac prostheses, and/or mechanical assist devices; or as a result of turbulent blood flow pattern caused by paravalvular leak (pvl), central regurgitation or patient prosthesis mismatch. The clinical severity of the anemia depends on whether the onset of the hemolysis is gradual or abrupt as well as the extent of rbcs destruction. Treatment depends on the specific mechanism of hemolysis. Mild hemolysis can be asymptomatic and not need treatment. Severe hemolytic anemia is uncommon and may be managed with blood transfusion or intervention to treat the underlying cause. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate mechanical damage from the cardiac prostheses may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences japanese affiliate, on post-operative day 2 of a transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, hemolysis was observed. Anemia progressed due to hemolysis after the tavr and gastrointestinal bleeding (gastrointestinal angiogenesis). A s a result of multiple hospitalizations, three months after the tavr, the valve was explanted, and a surgical valve was implanted. No additional patient complications were reported.